Manufacturer narrative:
Product ID 3888-56, lot # v444661, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v367300, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v840000, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v840000, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 37744, serial # (B)(4), implanted: (B)(6) 2011, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information received reported that the patient outcome as of (B)(6) 2013 was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that lead migration occurred. Elevated pain was also experienced by the patient. Lead migration was determined based on the patient's symptoms and swelling. The leads were replaced. The migration was due to swelling following the implant procedure. No further information was reported. If additional information is received, a follow up report will be sent.